Event description:
A report was received that the patient was burned while charging her ipg. The pt's symptoms were redness of the skin and blisters. The pt's physician did not prescribe the patient any medication as the patient already takes a pain medication. The pt is reportedly doing well.